Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a2: correction.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having low-grade fevers around 100° f and developed progressive tenderness and erythema around her driveline site. She continued on to develop purulent and sanguineous drainage at the site and presented to the emergency department for evaluation on (B)(6) 2019. In the emergency room she underwent blood culture sampling and swab culture of the driveline site. CT of the abdomen and pelvis revealed what appears to be superficial stranding around the driveline cutaneous exit site. She was started on broad-spectrum antibiotics pending culture speciation and sensitivities and admitted. Once susceptibilities resulted, she was taken off of IV cefepime and placed on ciprofloxacin. Patient will be on ciprofloxacin for at least 6 weeks and the patient will follow up with infectious disease as an outpatient. No further information provided.